Event description:
Patient allegedly received an implant on (B)(6) 2010 via left subclavian vein due to post trauma. Patient is alleging vena cava perforation. The patient further alleges ¿pain, poor circulation, tired¿ and limited daily activities. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿there is an ivc filter in place below the area of the renal veins. The tines of the filter extending beyond the luminal margin of the ivc. The temporal appearance appropriately centered within the inferior vena cava.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 patient code(s): fatigue (1849) and sleep disturbances (2517) were added in addition to the previously submitted patient codes. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, pain, poor circulation, tired and limited daily activities. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain, poor circulation, tired and limited daily activities are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for vena cava perforation. A total of 20 devices were manufactured in the reported lot. To date no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 due to treatment for post trauma. Patient is alleging vena cava perforation. Patient further alleges "pain, poor circulation, tired" on 08mar2021, successful retrieval report per retrieval report, "a retrieval set was used to snare the filter, but I could not as the top was embedded into the ivc. I then exchanged for a 16f gore dry seal and stent down a soft glidewire and snare and snared a leg of the ivc filter. I then pulled it and the remainder of the filter up into the 16 f sheath 90 [percent] but not all the way. I then pulled the filter and the sheath out of the body as a unit. I found the filter to be intact with fleshy tan tissue adhered to it."

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and / or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2010. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.